Event description:
Prior to opening primary IV set, it was noted that a long thread of hair is present in the packaging and wrapped loosly around the tubing. Staff are questioning the sterility of the product. Unopen pack removed from or and concern reported to biomed.